Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was left inguinal hernia. The procedure performed was the patient underwent robotic-assisted laparoscopic left inguinal hernia repair with mesh. Other relevant history: claimant has had a revision; pain; still treating.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced cord lipoma, defective mesh, failure of mesh, discomfort, inflammation, recurrence, scarring, pain, impairment, loss of enjoyment of life, mental pain.. Post-operative patient treatment included revision surgery, small bowel resection, CT scan, mesh revision, and repair of hernia with mesh.

Manufacturer narrative:
Additional information: b2, b5, d8, e1 (initial reporter: facility name, street 1, city, region, postal code), h6 (added patient, device, and imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, h4, additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced cord lipoma, defective mesh, failure of mesh, discomfort, inflammation, recurrence, scarring, pain, impairment, loss of enjoyment of life, mental pain. Post-operative patient treatment included medication, revision surgery, small bowel resection, CT scan, mesh revision, and repair of hernia with mesh. Relevant tests/laboratory data (B)(6) 2017. Op note: CT scan demonstrates very large bowel within hernia defect.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced pain and recurrence. Post-operative patient treatment included revision surgery, small bowel resection, and repair of hernia with mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a left inguinal hernia. It was reported that after implant, the patient experienced pain, cord lipoma, and recurrence. Post-operative patient treatment included revision surgery, small bowel resection, and repair of hernia with mesh.